Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an ercp, the surgeon attempted to place a clip and it would not deploy to a bleeding polyp after it was snared. The surgeon attempted to remove the clip and it may have gotten stuck inside the endoscope channel. It is unknown if the clip was in the channel or fell into the patient. The customer reported a delay of 'a few minutes.' The endoscope was returned for evaluation and no clip was identified in the endoscope. This event includes 2 reports: (B)(6) is for tjf-q190v. (B)(6) is for unknown olympus clip. This report is 2 of 2 for (B)(6) is for unknown olympus clip.

Event description:
A similar scope was used to complete the procedure. No pictures available for the clip. All channels were brushed by the customer numerous times but the clip was not lodged inside the channels, nothing came out. The channels were also visually inspected with a magnifier and nothing was identified. Therefore, the scope was returned for your evaluation. If the clip was not identified in the scope then it likely fell off inside the patient. The customer stated if the clip fell off in the colon, as clips in general will fall of after so many weeks, are exited via stool. There was a surgical delay of a few minutes. The customer reported they will be following up with the patient due to an already previously scheduled procedure due to polyps found in the colon. This report (B)(4) is for hx-202ur quick clip pro.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be identified because the device was not returned to olympus for evaluation. However, a mechanism likely causing the clip not to be able to detach from the device may be the following: when an attempt was made to release the clip by pushing the slider, the convex area of the hook was facing down. Therefore, the hook did not detach under its own weight and the clip did not detach from the product. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to ¿emergency treatment¿.¿ ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ ¿do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage.¿ ¿do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ ¿do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿ ¿should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope.¿ otherwise, perforation, bleeding, or mucous membrane damage may result.¿ olympus will continue to monitor field performance for this device.